Event description:
It was reported to philips that the system experienced reboot issues, which were unable to be duplicated during inspection on an azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Troubleshooting is ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).